Event description:
According to the rptr, the device was left in storage for an extended period of time after delivery. When the device was removed from the shipping carton for inspection, the device failed to turn on, with ac mains connected.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.